Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that there was damage at the o-ring and reservoir was unable to lock in place when inserted into pump. Customer's blood glucose value was 190mg/dl. Insulin pump willnot be returned for analysis.